Manufacturer narrative:
No evaluation has been performed as no confirmation has been received confirming that the replacement took place. Service not confirmed.

Event description:
A medtronic representative reported that replacement batteries and battery chargers were required for the imaging system. No additional information was provided. There was no patient present when this issue was identified.